Event description:
Complainant alleged that during a routine shift check by a clincian, the device reportedly made a "sizzling" sound when charging the energy. The device was turned off and then failed to power on. Complainant indicated that there was no pt involvement in the reported malfunction.